Manufacturer narrative:
Citation: stub d. Regional systems of care to optimize outcomes in patients undergoing transcatheter aortic valve replacement jacc: cardiovascular interventions vol. 8, no. 15, 2015 (B)(6); 8(15):1944-195 doi: 10.1016/j.jcin.2015.09.017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding regional care optimizing care for patients undergoing transcatheter aortic valve replacement. All data were collected from multiple centers between 2012 and 2014. The study population included 583 patients (predominantly male; mean age 83 years), 163 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients in-hospital and 30-day mortality occurred due to unspecified causes. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: disabling stroke, myocardial infarction, severe paravalvular leak, valve-in-valve, conversion to open heart surgery, permanent pacemaker implant, new atrial fibrillation, cardiac arrest, vascular complication and major bleeding. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.